Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). E1: zip code: (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Upon opening the packaging, it was found that the middle part of the insertion sheath was kinked. The device was not used, and manual compression was applied for one hour to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel¿s diameter was 5.0 mm. Blood loss was not applicable as event happened pre-operative. No equipment or other devices were used with the above product.